Event description:
As reported, during set up for an unknown procedure, a flexor raabe guiding sheath's hub separated while attempting to shape the device. There was no harm to any patient as this occurred before the patient entered the room.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Summary of event: as reported, during set up for an unknown procedure, a flexor raabe guiding sheath's hub separated while attempting to shape the device. There was no harm to any patient as this occurred before the patient entered the room. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. Physical examination of the returned device showed the device was received with the dilator inside the sheath. The flare had pulled free from the hub of the sheath and there was no shaft material noted to be left in the hub. It was noted that the flare appeared to be smaller than normal. A document-based investigation evaluation was performed. A review of the device history record found no relevant non-conformances on the lot. A review of complaint history found no additional complaints for this lot number. Cook investigated all lots manufactured by the same personnel within the same time as the complaint lot and found no relevant complaints have been reported from the field for the same failure mode. The product IFU warns, ¿do not attempt to heat or reshape the device.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured out of specification; however, cook has concluded that this is an isolated incident. There is no evidence of additional non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded manufacturing deficiency contributed to this incident. The customer states they were trying to shape the device during prep; however, it is unknown which part of the sheath. The IFU states, ¿do not attempt to heat or reshape the device¿. Cook has determined the handling force during prep would not have been enough to cause the flare to pull free. Higher forces would be applied on the hub during use/removal. It was determined the undersized flare is the cause of the device failure. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.